Event description:
It was reported that (B)(6) post-op from a laparoscopic sigmoid colon resection, leaking occurred. A drain had to be placed into the patient to correct the issue. No other information is available. Device was discarded. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: during the case, no problems were encountered. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).

Event description:
After multiple attempts to obtain additional information, no further information was provided.